Event description:
It was reported that the tip detached from the handpiece while the surgeon was pressing down to clean the bone during a procedure. There were no adverse consequences and no medical intervention reported. A back-up device was retrieved without surgical delay and the procedure was completed successfully.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.